Event description:
It was reported that the patient presented to emergency room experiencing dizziness. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited failure to capture, high pacing impedance, low sensing values, oversensing of noise resulting in pacing inhibition, and lead fracture. The device was reprogrammed. The rv lead was capped and replaced on (B)(6) 2021. There were no patient consequences.